Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event was observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.6-16.3cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.